Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for about a year. The patient alleged the button symbols had worn off of the keypad rubber and a tear had formed near the ok button. The patient denied recent trauma to the pump. The pump reportedly was not exposed to moisture. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4). Correction: investigation results were inadvertently omitted from the original MDR. Updated supplemental to add additional evaluation. During evaluation, the rubber keypad cover was found to be torn across the bottom of the keypad. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation the up and contrast buttons were found to be intermittently unresponsive, contamination was found under all keys, and the up and down keys were misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.